Event description:
It was reported that the patient underwent left total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant." Number 3 states, "loosening or migration of the implant."

Event description:
It was reported that the patient underwent right total hip arthroplasty on (B)(6) 2012. Subsequently, a revision procedure occurred on (B)(6) 2015 due to a fractured screw and loosened cup. The screw, cup, and liner were removed and replaced.